Event description:
It was reported that the bd safe-clip jammed. The following information was provided by the initial reporter: consumer reported finding the safe clips jam after 1-2 weeks of use has 4 devices.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd safe-clip jammed. The following information was provided by the initial reporter: consumer reported finding the safe clips jam after 1-2 weeks of use has 4 devices.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 9192035, medical device expiration date: na, device manufacture date: 25-jul-2019, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 12-sep-2022. H6. Investigation summary: customer returned (2) bd safe clips. Customer states that the safe clip jams after 1-2 weeks of use. Both returned samples were examined and both exhibited a cutting hole blocked with cannulas. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Unable to perform DHR check for not clipping due to unknown lot number. Embecta was not able to duplicate or confirm the customer¿s indicated failure as this occurs during normal use of the product. The root cause for this issue cannot be determined as the observed issue occurs during normal use of the product.

Event description:
It was reported that the bd safe-clip jammed. The following information was provided by the initial reporter: consumer reported finding the safe clips jam after 1-2 weeks of use has 4 devices.